Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace 8mm curved shears was used for about half an hour, and then the energy generator suggested that the pressure was too high. The instrument was disassembled and reinstalled. When the self-test was activated again, the head of the instrument broke. There was no report of fragments falling inside the patient. The procedure was completed with the same instrument, and there was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have a blade broken. The blade broke at roughly 0.13¿ from the base and the broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.